Event description:
During testing of the defibrillator, the user noted that the beeper would not sound, and the indicator lamps would not light. The unit would charge and fire with the correct energy, but would not fire in the synchronized mode. There was no pt involved. Tests on the unit disclosed an open foil on printed circuit board assembly 591234. The foil appeared to have been overheated, but the precise cause could not be determined. The problem may be related to previous repairs performed by the user, but this can not be confirmed. The event is not occurring more frequently or with greater severity than is usual for the device.